Manufacturer narrative:
A sample was received for evaluation by one of our quality engineers. It is in the sealed packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap and saline solution. It has the barrel label missing therefore failure mode is verified. Possible root cause is a plunger rod labeler process variation. Since this was an isolated incident, no corrective actions will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation comments: all the inspections performed while manufacturing this batch were accepted; no rejections were documented. A sample was received. It is in the sealed packaging flow wrap, it has the plunger rod-rubber stopper, the tip cap and saline solution. It has the barrel label missing. Product within specification? Yes? No? Possible root cause is a plunger rod labeler process variation.

Event description:
It was reported that the label of a bd posiflush¿ syringe was missing. There was no report of exposure, injury or medical intervention.